Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading at time of the call was 232mg/dl. The customer stated that she may have given herself too much insulin via injection causing her low blood glucose. Troubleshooting was performed. No further information was provided.